Event description:
The patient reported that the ok keypad button began sticking and cancelling boluses about two weeks ago. The patient confirmed that there was no damage or peeling to the keypad. He stated that he wears the pump in his pocket and cleans the pump with water.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.